Event description:
A malfunction was reported with a display code of malf 12, and no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the customer with the reset process. The malfunction code did not recur afterward, and the customer was advised to continue using the pump and to call back if the issue reappeared.